Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pc) and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully implanted five pod pcs into the target vessel using the lantern. While advancing another pod pc through the mid-shaft of the lantern, the physician experienced resistance. While retracting the pod pc, the physician continued to experience resistance and under fluoroscopy the physician noticed that the pod pc unraveled and unintentionally detached within the lantern. Therefore, the lantern containing the pod pc was removed. The procedure was completed using six additional pod pcs and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pusher assembly was kinked and fractured, and the embolization coil had offset coil winds on its proximal end. If the pod pc is advanced against resistance, damage such as kinks on the pusher assembly and offset coil winds may occur. Subsequent retraction against resistance likely worsened the kink to a fracture and caused the pull wire to retract, detaching the embolization coil. Based on the reported event, the root cause of resistance during the procedure could not be determined. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.